Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. Service & repair could not duplicate slippage. The lock has slight lateral and rotational movement, but when the clamp is properly positioned and put under pressure, it would not slip. Unrelated to the complaint issue, upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts, and unit was machined to have heli-coils added to large starburst threads. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Since the clamp was involved in a laceration on a patient, the unit was sent to quality engineering for further investigation which confirmed the findings of the s&r evaluation - that the unit showed signs of wear and had slight movement in the lock. No additional deficiencies were observed. Probable root cause of the reported complaint is improper or suboptimal positioning of the skull clamp on the patient.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped and caused laceration. No surgical delay has been reported. No additional information has been provided, despite 3 attempts made for same.